Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past three months. An alternate sample from one of the identified lots was returned for investigation, simulation use tested, and no defects were noted. In addition, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Event description:
A peritoneal dialysis (pd) patient reported finding moisture on his patient line during treatment. He was not sure of the source of the fluid. He did not find any fluid on the floor or cycler or any other leaks. He was advised to discontinue treatment, however he chose to complete treatment. He was instructed to inform his pd nurse. The set was discarded. During follow up the patient reported that he had notified his pd nurse of the leak. His effluent has remained clear. No adverse event reported at this time.